Event description:
The pt reported the infusion device does not properly display a2 (battery low) prior to displaying e2 (battery depleted). The pt experienced elevated blood glucose of 21.55 mmol/l (388 mg/dl). No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.